Event description:
A (B)(6) female underwent an abdominal aortic aneurysm repair on (B)(6) 2011. The implant was successful. Angiogram shows no evidence of an endoleak. The physician closed the procedure. The pt was stabilized and was taken to ICU, intensive care unit. After in ICU the pt crashed and was taken back to operating room. The physician did an explant and placed a tube graft by open procedure to rule out what was causing the occurrence. The pt started stabilizing but started bleeding. The pt expired. The physician noted the pt had compartment syndrome and the difficulty could be likely due to coagulopathy. The physician also noted when the pt expired the hemoglobin was 4 and the ptt was over 400. (Confirmed by clinical specialist on (B)(4) 2011). Additional information received (B)(4) 2011, when the physician noticed the pt was bleeding when taken back to the operating room, the physician also placed a wound vac and that was unsuccessful. The physician placed his hand inside the abdomen and in the aneurysm and could feel the graft. The physician concluded the aneurysm had ruptured. During the procedure the physician punctured the left iliac artery. The physician repaired this with a leg graft and sealed off. Pt expired.

Manufacturer narrative:
Death is listed in the instructions for use. Rupture is listed in the instructions for use. Event is still under investigation.